Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals. The health care professional (hcp) requested assistance understanding why an event was labeled as supraventricular tachycardia (svt). Technical services (ts) reviewed and noted this patients rates were thrown off as this patient self converted out of the ventricular tachycardia (vt) right as the ventricular episode was declared, so the average r rate was off due to 1 ventricular pace. Ts noted this is a rare occurrence and if this patients rate had maintained, this pacemaker would have labeled it appropriately. Ts discussed programming options with the hcp for the oversensing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals. The health care professional (hcp) requested assistance understanding why an event was labeled as supraventricular tachycardia (svt). Technical services (ts) reviewed and noted this patients rates were thrown off as this patient self converted out of the ventricular tachycardia (vt) right as the ventricular episode was declared, so the average r rate was off due to 1 ventricular pace. Ts noted this is a rare occurrence and if this patients rate had maintained, this pacemaker would have labeled it appropriately. Ts discussed programming options with the hcp for the oversensing. This pacemaker remains in service. No adverse patient effects were reported.